Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144726. D6b - date of explant- (B)(6) 2024 (estimated)- exact date unknown.

Event description:
It was reported that the patient experienced ineffective therapy and shocking with their scs system. Reprogramming was done, but the issue was unable to be resolved. As a result, surgical intervention took place in (B)(6) 2024 wherein patient's entire system was explanted. Exact date of explant is unknown. It is unknown which lead caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.